Event description:
It was reported that the device was used during a laparoscopic appendectomy procedure. It was reported by the rep that the surgeons were not satisfied with the staple line and wanted it checked for malfunction. There was no consequence to the patient.